Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation and capsular contracture, baker grade unknown.

Event description:
Patient reported left side capsular contracture, baker grade unknown. Healthcare professional reported a left side deflation and confirmed capsular contracture. Device remains implanted.

Manufacturer narrative:
Device evaluation: visual analysis of the identified photos: apparently the device is intact. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode. Additional/changed and/or corrected data : b.5., d.7., h.6.

Event description:
Device has been explanted.